Manufacturer narrative:
Concomitant products: product ID 8578, lot # n084294, implanted: (B)(6) 2008, product type accessory; product ID 8709, lot # j0058192r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml). Indications for use included intractable spasticity, head/brain injury, and other spasticity. The patient was normally very responsive to baclofen; however, after the pump was replaced last year, the patient had not responded to repeated dose increases. A dye study was performed 2-3 months prior and found no issues. An MRI (magnetic resonance imaging) was performed last month and also found nothing abnormal. However, it was later stated that the MRI showed a catheter kink, but the doctor had indicated that it was nothing to be concerned about. There were no reported pump alarms, and typically the actual reservoir volume matched the expected reservoir volume during refill appointments. The patient had also been given oral medications which were putting the patient to sleep and the medications were now not having the same therapy effect as before. The patient's current dose of lioresal intrathecal was 709.5 mcg/day and was an 11% increase from the previous dose. Additional information regarding the lioresal dates of therapy and lot number, concomitant medications, medical history, actions/interventions taken, the specific segment of the catheter which was kinked, and resolution have been requested. If additional information is received, a follow-up report will be submitted.